Event description:
It was reported that the vns pt was hospitalized due to pain in right lower extremity and bumps in the right forearm. The pt was diagnosed with deep vein thrombosis at the level of the popliteal vein and thrombus in the greater saphenous vein. The right upper extremity showed some non-occlusive thrombus in the right cephalic vein. Further follow-up revealed that the pt has a history of thrombosis post surgically, therefore it has been determined by the physician that the event is a result of the implantation procedure, and the event is not related to the vns device.

Manufacturer narrative:
Implantation procedure caused event, no device failure occurred.